Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. A 3.0x12mm taxus express2 stent was implanted in the proximal left main and a 3.0x8mm taxus express2 stent was implanted, in an overlapping fashion with the first stent, in the ostium of the left main. The guide catheter was seated further into the left main. It was noted that it was difficult to pass the wire into the distal obtuse marginal (om). A support catheter was advanced into the mid om. The guide wire was exchanged out and advanced into the distal om. The support catheter was removed and a 2.5x25mm maverick balloon was inserted and used to predilate the 99% stenosed mid second pm. A taxus express2 2.5x24 drug eluting stent was advanced over the guidewire in an attempt to insert it into the om. The stent was unable to pass through the circumflex system. The physician attempted to retract the undeployed stent back into the guide catheter, but was unable to. Therefore, the guide catheter, guidewire and the stent delivery system were pulled back out of the pt. During this maneuver, the stent came off the balloon and was lodged in the tip of the femoral artery sheath. A snare was advanced through the sheath and used to grasp the undeployed stent. Multiple attempts were made to pull the stent through the sheath lumen which were unsuccessful secondary to deformation of the stent. The sheath was removed from the pt, direct pressure was held over the puncture site while the snare catheter was still in the right femoral artery (rfa). With the assistance of a vascular surgeon, the end of the snare catheter was cut off and the cover of the snare was removed. A 9fr. Sheath was advanced over the snare wire into the rfa and the snare was removed along with the undeployed stent. A second snare was advanced into the sheath and used to grasp the remaining portion of the stent, which was also seen in the rfa. The remaining portion was removed from the pt. The 2.5x24mm taxus stent was described as "unraveled". The sheath was removed, as it was not completely in the vessel. Direct pressure was applied and there was no evidence of difficulties with distal pulses. The physician went on, in an attempt to complete the procedure. New access site was obtained through the left femoral artery. Multiple attempts were made to engage the left main with a new guide catheter, however, these were unsuccessful. A 6fr jl4 guide catheter with sideholes was used to engage the left coronary artery. The guidewire was advanced to the sheath in an attempt to advance the wire into the left main, but the wire came out the side hole of the sheath and was not retractable. The guide catheter and guidewire were removed from the pt; however, this could not be done without removing the sheath. Therefore, the sheath was removed and direct pressure was held until hemostasis was achieved. The physician indicated that "the pt does not have an open left main coronary artery now and obtuse marginal vessel." The procedure was stopped at this point and the pt was transferred to the holding area in stable condition. No further complications were reported. Pt status is satisfactory.